Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported inaccurate/incorrect readings from the microsensor: the icp sensor was inserted on (B)(6) 2020 and was working fine. After 20 minutes, the microsensor had a reading of >100mmh2o. The microsensor was disconnected and reconnected and was still showing an incorrect reading. The icp express was also changed with no difference in the reading. Therefore, the microsensor was removed and replaced. There was approximately 30-minute surgical delay due to product issue.

Manufacturer narrative:
Unique device identification (UDI) : (B)(4). The microsensor was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.